Event description:
It was reported that when using the bd pyxis¿ es server, the medication orders were not appearing on the stations, affecting multiple devices. The stations were placed on critical override; however, the orders still did not display. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders not shown on the stations. A technical support specialist (tss) dialed into the server and ran downtime queries, with no errors found and all data current. A sample affected device was requested from the customer. The device was checked in the patient encounter system, and synchronization information was verified to be current with server time. The device was accessed remotely, and data synchronization logs indicated a network related error. Pharmacist was informed that station logs showed a network issue, and the customer acknowledged and contacted hospital information technology. Follow up confirmed the issue was resolved, and approval was given to close the case. The system functioned as intended after the technical support specialist troubleshot the device.